Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2014 with the following findings: the pump powered on to the verify screen with a dim and discolored display. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was found to be dim and discolored. This report was submitted based on the results of the evaluation completed on 07/07/2014.